Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead appeared to be t-wave oversensing (twos) on the ventricular tachycardia non-sustained (vt-ns) stored egms. Additionally, farfield oversensing on the right atrial (ra) channel was noted on the stored events. Follow-up was conducted and no known reprogramming has been completed at this time. Both leads remain in use. No patient complications have been reported as a result of this event.